Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which the male luer cracked when attempting to disconnect a non-dehp 0.22 micron extension set during patient use. The customer stated that a total of three baxter products were in use with the set-up when the malfunction occurred: a continu-flo solution set, a buretrol add-on set and the extension set. The customer stated that the buretrol add-on set and the primary set were primed, and attached to the extension set which was primed. The primary continu-flo solution set was then inserted into the sigma spectrum infusion pump. The entire set-up was then attached to the mediport of a (B)(6) patient. There are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon review of available information, it was clarified that difficulty disconnecting the primary clearlink continu-flo solution set, which cracked, was ascribed to the primary set itself; not the extension set, which is now listed as a concomitant product. The sample was discarded and is not available for evaluation; therefore the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.